Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a sticky substance was found on the device. An intellamap orion¿ catheter was selected for use. During unpacking, a sticky feeling on the connector was noticed. The connector was then plugged into the umbilical cable; however, it would only plug in part of the way and would not completely go together. The procedure was completed with another of the same device. No patient complications were reported.